Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2015. According to the complainant, during withdrawal from the endoscope, the physician noticed that the distal tip of the guidewire detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device revealed that the ptfe jacket peeled exposing the corewire, approximately at 98.6cm to 102.0cm from the proximal end. The tip of the metal corewire was not exposed. There was no evidence of corewire fracture. All the outer diameter measurements are within specifications. The condition of the returned unit was not consistent with the complaint that the distal tip detached exposing the corewire tip. It is possible that the physical damage of the guidewire could be generated during use, limiting the performance of the device. Therefore, the most probable root cause is 'operational context'. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2015. According to the complainant, during withdrawal from the endoscope, the physician noticed that the distal tip of the guidewire detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.